Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for essential tremor and dbs (deep brain stimulation) therapy indications. It was reported that the lead was implanted, but when impedances were checked, they were high. The twist-lock cable was disconnected and reconnected, but there were still high impedances. A new cable was opened with the same high impedances, and so a new lead was implanted and it resolved the issue. No environmental, external, or patient factors were reported to have led or contributed to the issue. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the lead (lot no. Va1zkss) found that the distal end conductor was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated a cannula which was placed to the target was the only thing the lead was in contact with.